Manufacturer narrative:
The reported complaint of "air trap" error message on the thermogard ivtm system (serial # (B)(4) was confirmed during functional testing. The investigation findings revealed that the root cause of the reported issue was due to a defective air trap rj45 sensor which is likely caused by wear and tear. No physical damaged observed on the console during visual inspection. No discrepancy or error observed during event log review. Initial functional testing could not be performed due to "air trap" error message on the thermogard ivtm system. To remedy the issue, the air trap rj45 sensor was replaced. The thermogard ivtm system was re-tested and passed all functional tests. The thermogard system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During console check, customer reported that the thermogard xp ivtm system (serial # (B)(4)) displayed "airtrap" error message on the screen. Customer is experienced in using ivtm system and claimed that the start-up kit used was well placed and primed. The user replaced the suk and rebooted the system a few times but the problem persisted. No patient involvement.